Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported the home patient had disconnected from the homechoice during drain one of four and did not press stop on the device. The home patient then reconnected to the patient line. The technical service representative assisted the home patient in ending therapy and reviewed proper procedures with the home patient. It is unknown how the home patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient did not follow proper disconnect procedures, which is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.